Manufacturer narrative:
(B)(6). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930815 batch no.: 0327867 it was reported that the top of the applicator came off and the glass fell out onto the floor. Per complaint form: good morning, I've had two chloraprep 26ml sticks bust this week. The nurse popped the stick and the top fell off and all of the little glass particles (is it glass?) Fell out all over the floor. I was able to save the package today and the ref # 930815, lot# 0327867. Have you had any others in this lot do this.